Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this programmer had a burning smell when turned on. Additional information was received indicating that the programmer issue was not resolved. This programmer remains in service. No patient involvement was reported. This programmer will be returned.